Event description:
Dexcom g7 receiver suddenly stopped working. Tried to recharge device using appropriate charging cord with no success. Notified my provider who recommended contacting dexcom directly. Serial number on device mt26403-0.